Manufacturer narrative:
No consequences or impact to patient (B)(4); contamination during use (B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer observed lower values for the biorad high control and elevated medium control values when clinical chemistry urea nitrogen reagent lot 97642un11 was put into use. Recalibration with the same lot of reagent did not resolve the issue, therefore, the customer attempted calibration on another analyzer. The customer was unable to calibrate the urea nitrogen assay on the second analyzer, although, the customer stated there were no issues with other assays. There was no impact to patient management.